Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer confirmed the reprocessing was implemented in alignment with the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Confirmation of physical damage to the subject device at the foreign material residue point. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.